Manufacturer narrative:
(B)(4). The damaged power cord has been requested for evaluation, but has not been made available. No further details are currently available in regards to the event. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at an inpatient user facility reported that the power cord of a hemodialysis machine had developed black charring on the prongs. The machine's power supply had shorted out, and after investigating the unit, the burn marks were discovered. The machine was operational the previous evening, was powered down, and the charring was discovered in the morning. There was no fire, no sparks, no flames or smokes. There was no patient involvement or patient harm.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed that black charring was observed on the power cord; however, no smoke was noted and no flames were visible. The power supply was replaced to resolve the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.